Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that she did find another health care professional who was willing to see her but stated that she could not get an appointment until (B)(6), the patient was to call another doctor and see if he could see her sooner. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). The pump started beeping ~3wks prior to this report date, it was reviewed that the pump was past its 7yr lifespan and had stopped infusing, the patient stated she questioned whether the pump stopped in (B)(6) 2017 because she had a sudden return of intense excruciating pain and she had not been able to find a health care professional to manage her care since moving from (B)(6). No further complications were anticipated/reported